Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's driveline had damage to the driveline sheath and strain relief in a previously repaired area. The driveline was also noted to be discolored. The driveline sheath was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Relevant history product event summary: driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed multiple cracks and discoloration in the outer sheath and in the strain relief region, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. An internal investigation analyzed driveline sheath damages. Based on that investigation, the most likely root cause of the reported event may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.